Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back syndrome - other. Information was reported that the patient said he has had 9 back surgeries and his device was implanted for pain. The patient said he has been having pain for the last 6 months but it wasn't bad. The patient said for the last 3-4 months he can't lay on his right hip because it hurts. The patient then said the device is on the right side. The patient said the other morning he was putting on his sock and something happened in his back where the battery is. The patient said he can't touch the battery and he can't walk over 75 yards. The patient also said the device never did help and he knows it is experimental because his insurance wouldn¿t pay for it. The patient also mentioned he is not able to get a MRI because of the device. The patient said he turned stimulation off, but it didn't make a bit of a difference. No further complications were reported. No additional patient symptoms were reported.